Event description:
Patient reported obtaining a blood glucose result of 557 mg/dl, while using the suspect device. Patient indicated that, less than 10 minutes later, he retested blood glucose using the suspect device and obtained a result of 250 mg/dl. Patient did not indicate if any action was taken based on these results. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.